Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastroplasty bypass procedure, the lens disengaged, and there was a loss of pneumoperitoneum. The surgical time was extended by approximately twenty minutes due to a product problem. No additional operation was planned to correct the issue.

Manufacturer narrative:
Additional information: d4 (UDI), d9, e1 (first <(>&<)> last name, phone number), e3, e4 (email), g1 (MFR contact first name, last name, postal code, email, phone number), g2 (added distributor, removed health professional, company rep.) G3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal housing, circular seal, duckbill seal, cannula and stopcock were intact. Functional testing; the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. It was reported that the lens disengaged, and there was a loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.